Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: cholecystectomie par coelioscopie. Event description: at the end of the operation (laparoscopic cholecystectomy), when the trocar was removed, the tip broke into several pieces. We had to look for these pieces in the patient's abdomen, hoping they weren't in the wall. We had to put the puzzle back together to check that all the pieces were present. " customer added "risk of injury risk of infection from foreign body increased intervention time and use of carbon dioxide insuflation. Additional information received by (B)(4) rep via email on (B)(6) 2024: the obturator was not inside the cannula at the time of the incident not clear break. It shredded in several small pieces. (B)(4) liner was inserted using the trocar before the incident. The trocar was inserted with small rotational movements no difficulties during insertion. Not a robotic case. Intervention: we had to look for these pieces in the patient's abdomen, hoping they weren't in the wall patient status: risk of injury risk of foreign body infection increased intervention time and use of carbon dioxide carbon dioxide insufflation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with clear fragments. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragments were identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip was more susceptible to fracture. It is possible that the fracture was due to a force on the cannula tip during the procedure. Applied medical has performed a historical trend analysis and review of production records was performed and no relevant documentation was identified.

Event description:
Procedure performed: cholecystectomie par coelioscopie. Event description: at the end of the operation (laparoscopic cholecystectomy), when the trocar was removed, the tip broke into several pieces. We had to look for these pieces in the patient's abdomen, hoping they weren't in the wall. We had to put the puzzle back together to check that all the pieces were present. " customer added "risk of injury risk of infection from foreign body increased intervention time and use of carbon dioxide insuflation. Additional information received by applied medical rep via email on 5nov24: the obturator was not inside the cannula at the time of the incident not clear break. It shredded in several small pieces. 1 liner was inserted using the trocar before the incident. The trocar was inserted with small rotational movements no difficulties during insertion. Not a robotic case. Intervention: we had to look for these pieces in the patient's abdomen, hoping they weren't in the wall patient status: risk of injury risk of foreign body infection increased intervention time and use of carbon dioxide carbon dioxide insufflation.